Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387s-40, lot# va0p7r5, implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for dystonia and movement disorders. It was reported the implantable neurostimulator (ins) had high impedance on all contacts except one and all combinations with one contact that fluctuated. It was unknown what led to the event; the patient had a battery replacement and everything was fine, had one follow up programming and everything was fine, and then the second return visit post battery change had impedance fluctuation. An impedance test was run and the issue was not resolved. The hcp later reported the following impedance measurements at 3.0 volts: c<(>&<)>0 = 3808, c<(>&<)>1 = 3412, c<(>&<)>2 = 3691, c<(>&<)>3 = 4761, 0<(>&<)>1 = 2212, 0<(>&<)>2 = 3271, 0<(>&<)>3 = 4496, 1<(>&<)>2 = 2172, 1<(>&<)>3 = 3546, and 2<(>&<)>3 = 2431 ohms. The hcp stated on (B)(6) 2016 the patient impedance was 1600 ohms, using -2 and +3 electrode. The therapy didn't work as well so they switched it to -1 and +case; the impedance on (B)(6) 2016 was 979 ohms for -1 and +case, but today ((B)(6) 2016) it was 3013 ohms. The hcp stated the patient's mother noticed the patient's movement wasn't as good, thus the hcp reprogrammed the patient to use contacts -1 and case. The hcp did an x-ray scan on the patient today, but that didn't reveal a fracture or anything noticeable. The hcp also mentioned that the patient's implant battery on the left wasn't draining as much as the one on the right. The hcp did not have historical impedance to compare with the current values, and also noted eeg values were too small, that they expected them to be higher, and thought it was due to higher impedance. The patient was to follow up with their hcp. It was later provided that there was lead break which was confirmed via x-ray. The cause of issue was unknown and it was not resolved on day of report. A surgical intervention was planned but it has not been scheduled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.